Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 684636-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included systemic inflammatory response syndrome, sepsis, pulmonary embolism, cerebrovascular accident, cerebrovascular accident nos, carotid artery stenosis, hypertension, carotid thrombosis, iron deficiency anaemia, extremity contracture, cerebrovascular accident, paresthesia, tonsillitis, uti, numbness in leg, seizure, vulvovaginitis trichomonal, vaginal discharge, vaginal burning sensation, vaginal itching, gait disturbance, back pain, blood in stool, dizziness, seizures, bradycardia and pregnancy. Previously administered products included for an unreported indication: hydrochlorothiazide. Concurrent conditions included pyrexia, tachycardia and nosocomial infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), the first episode of tooth fracture ("dental issues"), infection ("infection"), the second episode of tooth fracture ("teeth breakage"), migraine ("uncontrollable migraines"), menorrhagia ("heavier periods"), mood altered ("mood changes"), depression ("depression") and abdominal pain lower ("worst cramps") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, dyspareunia, urinary tract disorder, autoimmune disorder, headache, weight increased, alopecia, infection, the last episode of tooth fracture, migraine, menorrhagia, mood altered, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, depression, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, urinary tract disorder, weight increased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: right ostium with 3 coils, left fallopian ostia and 2 coils. Concerning the injuries reported in this case, the following one were reported via medical records: pelvic inflammatory disease. Lot number reported ( (684636 ) is not valid. Most recent follow-up information incorporated above includes: on 7-nov-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 684636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included systemic inflammatory response syndrome, sepsis, pulmonary embolism, cerebrovascular accident, cerebrovascular accident nos, carotid artery stenosis, hypertension, carotid thrombosis, iron deficiency anaemia, extremity contracture, cerebrovascular accident, paresthesia, tonsillitis, uti, numbness in leg, seizure, vulvovaginitis trichomonal, vaginal discharge, vaginal burning sensation, vaginal itching, gait disturbance, back pain, blood in stool, dizziness, seizures, bradycardia and pregnancy. Previously administered products included for an unreported indication: hydrochlorothiazide. Concurrent conditions included pyrexia, tachycardia and nosocomial infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), the first episode of tooth fracture ("dental issues"), infection ("infection"), the second episode of tooth fracture ("teeth breakage"), migraine ("uncontrollable migraines"), menorrhagia ("heavier periods"), mood altered ("mood changes"), depression ("depression") and abdominal pain lower ("worst cramps") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder, autoimmune disorder, headache, weight increased, alopecia, infection, the last episode of tooth fracture, migraine, menorrhagia, mood altered, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, depression, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, mood altered, pelvic inflammatory disease, pelvic pain, urinary tract disorder, weight increased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: right ostium with 3 coils, left fallopian ostia and 2 coils. Concerning the injuries reported in this case, the following one were reported via medical records: pelvic inflammatory disease. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.